Event description:
According to the reporter: anastomosis leaked after ileostomy reversal. Had to re-do anastomosis 8 days post op. Np reported large bloody mass at staple line of the anastomosis. Medical history/pre-existing conditions: cancer, copd, gerd, renal failure, pvd.

Manufacturer narrative:
(B)(4).